Event description:
It was reported during a therapeutic laparoscopic appendectomy with a possible ileocecal resection, the thunderbeat laparoscopic energy device bipolar jaw detached while being used inside the patient. The consultant tried to retrieve it using a johann. As he was pulling the jaw out, it got stuck on the 10mm laparoscopic port. However, when the scrub nurse checked the port, the jaw was not there. An abdominal x-ray was done to ensure that the missing jaw was not left inside the patient's abdominal cavity. This led to a longer anesthetic time on the patient. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot #), d9, h3, h4, h6, h7, h9, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found that the probe was broken at 16.03 millimeters (mm) from its distal end. The broken probe tip was not returned. A root cause could not be identified. Based on the results of the investigation, the most probable cause is a stress problem that led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.